Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Event of "urti" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports self-injection with juvéderm¿ voluma¿ with lidocaine in the chin. 6 months later, urti developed and chin started to feel tender and a nodule was visible. Amoxiclav 625 mg tds provided for 3 weeks as treatment. Symptoms are ongoing.